Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a revision surgery for final fusion of growing rod at t2/3. During the surgery, tip of driver broke during replacement of cross link. The broken part remained in the crosslink screw. As a result, crosslink could not be removed. The rods were connected at both sides using the crosslink and the crosslink were removed together and then new rod was placed using a new crosslink. The product came in contact with the patient. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.